Event description:
A malfunction was reported with the t:slim x2 pump as its battery would not charge, despite attempts using both the tandem charging cable and a different cable and wall adapter. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.